Manufacturer narrative:
(B)(4). Customer reported the device involved was discarded. Device material number reported is not being manufactured currently. Another device from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review could not be conducted as no lot number was reported. Trending for 19-jul-2017 to 19-jul-2108 found no complaints received of this nature for this device/family. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine a root cause. Corrective actions cannot be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges:"tube was placed for operation, doing lung isolation. Patient turned later. At certain point, wasn't able to ventilate lung-took bronchoscope and found tube was twisted inside trachea, which caused narrowing. Twisted in such a way that the 'eye' was facing medial not lateral. Attempting to pull back and reposition tube resulted in tube acutely untwisting and flipping the tube out of the airway entirely. A new single lumen tube was placed with c-mac laterally emergently." Patient condition reported as "fine".